Event description:
Complication: hypotensive, surgery performed: right total knee arthroplasty, received coumadin. Height: 72 inches, bmi: 36.48, length of stay: 4 days, hb pre: 11.2, hb post 1: 10.2, hb post 2: 9.8, anesthesia type: general, blisters: none, blood: 1 unit packed rbcs, range of motion: 6-96 degrees, length of gait: 40 feet, tourniquet time: 1 hour 37 min.

Manufacturer narrative:
Baxter medical assessment: this is one of seven cases reported to have experienced perioperative complications in a clinical series (chart review) of surgeries in which floseal has been used for surgical hemostasis in knee orthopedic procedures. Clinically it is highly unlikely that the application of floseal in the area of the knee can induce arterial hypotension, unless the pt experienced the unlikely event of an allergic reaction to the active components of floseal. Based on the existing clinical information the temporal relationship of the arterial hypotension to the application of floseal (should occur within minutes after the product application) is unk. For a final judgement of the causal relationship following information is required. Temporal relationship of event to the application of floseal and severity of hypotension, lab parameters and other symptoms suggestive for a potential allergic reaction, application method of floseal (irrigation) and volumes used, preexposure to bovine derivatives and allergic history, treatment and course of complication. Based on the available clinical data a causal relationship of the arterial hypotension with the use of the floseal cannot be ruled out.